Manufacturer narrative:
The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Event description:
The customer reported a false positive result with determine hiv-1/2 ag/ab combo test performed on (B)(6) 2025 using fingerstick sample type. Confirmatory testing was performed with hiv 1/2 gen 4 geenius reflex test on (B)(6) 2025 using venous sample which generated negative result. The customer confirmed that patient was not hospitalized and there was no patient harm due to the test results.

Manufacturer narrative:
Additional information: a1 - patient identifier b5 - describe event or problem (this event now includes two (2) reports. An initial report will be submitted separately.) Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 0000950116 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 7d2648/lot 0000950116, device part number 10732998/lot 949678. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 0000950116 showed that the complaint rate is (B)(4). As part of an investigation into preliminary false reactive results, abbott found that for kit lot 0000950116, the root cause of the results was due to a subcomponent used in the manufacture of determine hiv-1/2 ag/ag combo. The issue has been isolated to specific lots of the subcomponent, which were used to manufacture specific test kit lots. The necessary actions to prevent recurrence have been taken, and the correction of product in the field was conducted.

Event description:
The customer reported two (2) false positive results with determine hiv-1/2 ag/ab combo test performed on different dates. This MFR. Report addresses test one (1) of two (2). The customer reported a false positive result with determine hiv-1/2 ag/ab combo test performed on (B)(6) 2025 using fingerstick sample type. Confirmatory testing was performed with hiv 1/2 gen 4 geenius reflex test on (B)(6) 2025 using venous sample which generated negative result. The customer confirmed that patient was not hospitalized and there was no patient harm due to the test results.